Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. Upon review, it appeared that the noise was due to respiratory rate trend (rrt) signal oversensing. The ra impedance measurements had intermittent spikes to greater than 3000 ohms for approximately nine months. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. Upon review, it appeared that the noise was due to respiratory rate trend (rrt) signal oversensing. The ra impedance measurements had intermittent spikes to greater than 3000 ohms for approximately nine months. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.